Manufacturer narrative:
In speaking with olympus technical support via phone, the customer was advised to call olympus service department to setup a return material authorization for repair of the product. The customer felt this was an olympus quality issue and would like this to be associated to other complaints for other model camera heads with similar issues. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head malfunctioned and noticed buckling on the cord and a small hole under the boot of the electrical connector. The issue happened during preparation (after washing and packing for sterilization) prior to in an unspecified diagnostic procedure. The damage was not on the cord when manual cleaning was completed and placed in the sterilization tray. The damage was noticed when the case was opened by the operating room staff right before the procedure took place. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The event can be prevented by following the instructions for use which state: camera head (ch-s190-08-lb) is not compatible with steris v-pro", repeated use and reprocessing of camera heads leads to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration and the use of non-OEM materials to repair an olympus device may affect the material compatibility of the device with certain reprocessing chemicals or methods. 3.1 compatibility summary. (Reprocessing manual) olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head malfunctioned and noticed buckling on the cord and a small hole under the boot of the electrical connector. The issue happened during preparation (after washing and packing for sterilization) prior to in an unspecified diagnostic procedure. The damage was not on the cord when manual cleaning was completed and placed in the sterilization tray. The damage was noticed when the case was opened by the operating room staff right before the procedure took place. There was no patient involvement.